Event description:
Information received from the field notes that during a routine follow-up, the device exhibited a high current drain of 219ua and a battery impedance of 12.5 kohms. A software download was performed, but the data remained at unacceptable values. The patient was pacemaker dependent and the device was replaced.